Event description:
Pt had a lead replacement at another facility in 2001. Approx 10-11 days later, pt noted increasing pain at the site, as well as fever and rigors. The site was aspirated in the emergency dept and cultures sent. The pt returned to the cath lab for removal of generator and lead due to probable infection at the site.